Event description:
It was reported that during a coronary dilatation procedure, with a balance heavyweight guide wire positioned in the lateral vessel, an 014 whisper ls guide wire was advanced to a calcified lesion at a bifurcation in the non-tortuous distal circumflex coronary artery. A non-abbott stent delivery system (sds) was then advanced over the whisper guide wire; while positioning the non-abbott sds stent in the lesion, the whisper guide wire was pushed forward with excessive force, resistance was met between the whisper and the calcification, and the guide wire tip kinked. While retracting the non-abbott sds over the whisper guide wire without resistance felt, the guide wire tip separated in the anatomy. While the whisper guide wire remainder was withdrawn from the anatomy, the distal separated portion was unable to be retrieved or extracted from the marginal circumflex vessel (7cm left) and a balloon dilatation catheter was advanced and inflated, embedding the separated piece into the vessel; no embolism has occurred. The target lesion was ultimately treated via use of an unspecified balloon dilatation catheter and a balance heavyweight guide wire. While medication was administered to the patient, reportedly, it was only administered as part of a dapt 1-year study; no additional medication was administered.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed however the kink was unable to be confirmed due to the separation. The physical resistance and difficulties removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the warnings section of the hi-torque guide wire instructions for use states: do not push, auger, withdraw or torque a guide wire that meets resistance. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 68-minute optical coherence tomography (opt) performed (B)(6) 2012 confirmed that the separated whisper segment was embedded/impacted in the vessel wall of the proximal left anterior descending artery, with no guide wire material fibers present. On (B)(6) 2012, all attempts to retrieve the guide wire piece via catheter, lasso, and guides were unsuccessful. Reportedly the patient will be monitored via a follow up visit in 9 months for the dapt study and, while surgery is not planned for removal of the segment, it remains a future possibility. There were no patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.